Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No visual issues were noted. No accessories were included. A functional evaluation revealed the device failed the weight test. The piston migration was at 2.3 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that, the "spider 2 limb positioner" had a lost of compression. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.